Manufacturer narrative:
No sample has been returned for evaluation for the report of obstruction; therefore, the condition of the product could not be verified. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there is one additional complaint associated with the lot for the reported issue. Because a sample was not returned and the device history record review of the lot number provided indicated the product was processed and released according to the product¿s acceptable criteria, the root cause for the customer complaint issue cannot be determined. A possible root cause is that postoperative stent obstruction is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation. No lot number was identified with this complaint; therefore, lot history and complaint history reviews could not be conducted. Based on the preliminary investigation findings, there has been no change in criticality for this complaint. Additional information has been requested. The manufacturer internal reference number is: (B)(4).

Event description:
Surgeon reported about obstruction by iris, vitreous, lens, fibrous overgrowth, fibrin or blood following a micro-stent implant procedure in a clinical study. A laser procedure was performed to open/free the obstruction.

Manufacturer narrative:
Corrected information provided. This report is a duplicate of previously filed report number 3006794299-2018-00077. Any additional information received will be reported on that manufacturer report number. The manufacturer internal reference number is: (B)(4).